Manufacturer narrative:
H6: correction to evaluation conclusion codes - the evaluation conclusion was updated from 'known inherent risk' to 'unintended use error caused or contributed to event'

Event description:
It was reported that a perforation with cardiac tamponade occurred. A watchman access system (was) and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was was positioned in the laa and the wds was advanced. During deployment of the closure device, the physician unintentionally moved the feet forward. He pull the device back into place then proceeded to successfully deploy the device. While the device was being interrogated, the patient became hypotensive and a perforation was noted resulting in pericardial effusion with cardiac tamponade. The device met criteria and was released. At this time, protamine was administered and a pericardiocentesis was performed to successfully remove 500ml of fluid. The patient was stable and no further intervention was needed. Per physician, the plan was to discharge patient 2 days following procedure.

Event description:
It was reported that a perforation with cardiac tamponade occurred. A watchman access system (was) and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was positioned in the laa and the wds was advanced. During deployment of the closure device, the physician unintentionally moved the feet forward. He pull the device back into place then proceeded to successfully deploy the device. While the device was being interrogated, the patient became hypotensive and a perforation was noted resulting in pericardial effusion with cardiac tamponade. The device met criteria and was released. At this time, protamine was administered and a pericardiocentesis was performed to successfully remove 500ml of fluid. The patient was stable and no further intervention was needed. Per physician, the plan was to discharge patient 2 days following procedure.